Manufacturer narrative:
Please note that the lot number of the catheter in complaint was not recorded by the nurse. Zoll has not yet received the ivtm catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Please note that updates were made to the following sections: lot #; device manufacture date. Evaluation of the returned icy catheter confirmed the customer's reported issue of a balloon leak. The leak was caused by circumferential tear observed on the proximal balloon which was replicated through functional leak testing performed. The potential cause of the circumferential tear may be due to abrasive surface contact to the catheter during device operation. In addition, it is likely that during catheter insertion/withdrawal, the balloon tear was aggravated, which in turn, resulted in the separation along the entire circumference of the balloon (as observed during the returned inspection). Investigation of the ivtm console at the customer site indicated that no parts replacement or servicing of the console was required. The ivtm console performed as intended.

Event description:
A female patient was hospitalized on (B)(6) 2014 due to post cardiac arrest. Patient had the following clinical symptoms: end stage liver, renal disease and substance abuse. Patient also had a history of cardiac arrest. Blood coagulopathy results prior to therapeutic hypothermia were not available. Patient's temperature prior to ivtm therapy was between 33 to 34 degrees c. Patient's target temperature was 33 degrees c. A zoll icy catheter was inserted into the femoral vein by a newer resident physician. (Exact experience of the resident was not provided) catheter insertion was smooth. Physician indicated that the patient's vein cannulated easily under ultra sound guidance. No other separate catheter was used for the central line. Patient's blood pressure was unstable so she was given high blood pressure medication. An epinephrine drip (epi gtt) was started in the emergency department (ed) at 1700. The ER doctor placed an infusion port on the catheter inflow lumen of the icy catheter and connected the epi gtt infusion to it. Patient was transferred to the medical intensive care unit (micu) at 1755. The bedside nurse noticed that fluid was leaking out of the catheter outflow lumen. She immediately corrected the situation by placing the catheter inflow and outflow lumens together and chose a different IV lumen for the medication infusion. Micu nurse titrated the epi gtt off around 1853 when norephinephrine gtt was started. Nurse stated that it is possible that the patient was not receiving epinephrine from 1700 to 1755 but this cannot be determined. Since the patient was already at target temperature, the start-up kit (suk) and console were not hooked up until 4 hours after this first incident. The console ran for a couple of minutes before the bedside nurse noticed blood in the suk tubing and stopped the console. The hospital staff withdrew the catheter because of the apparent balloon leak at the luers. The thermogard console was in standby mode when the leak occurred. There were no suk leaks observed and no error messages on the display. The patient was reportedly unstable the entire time and did expire on (B)(6) 2014 at 0553. The cause of death was listed as multi-organ failure and acute liver failure. The nurse educator does not attribute the patient's death to the zoll device.